Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: vedr01 implantable pulse generator (B)(6) 2010. (B)(4).

Event description:
It was reported that the impedance on the atrial lead was low and the sensing is marginal. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.